Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) was not implanted because it displayed a 'factory fallback' message during pre-implant interrogation. The device was returned to guidant for analysis.